Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that prior to implant, the physician exercised the helix. When retracting the helix, it appeared to be bent. The lead was not used. No patient complications were reported as a result of this event.